Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for two days due to diabetic ketoacidosis. Customer reports that she was on vacation and off the pump for extended periods of time which led to insulin resistance. Customer was treated with intravenous insulin and fluids, and received medication to treat her back pain.